Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed and passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meter serial number (B)(4). The testing was performed in the emergency room. At 06:48, the result was 64 mg/dl. At 06:49, the result was 11 mg/dl. It was not known which result was correct.